Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b14 (to capture DHR), d9. Corrected: g1. H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found both the trial and clamp tip appear to be stripped. No other problem identified. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. However, due to the observed stripped condition of the device, it is not unreasonable to conclude the device would present assembly issues. The investigation was able to confirm the reported allegation of unable to assemble. The overall complaint was confirmed as the observed condition of the t-pal small trial implant siz 8 non-deta would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.812.308. Lot # 1l57302. Manufacturing site: werk hägendorf. Supplier: na. Release to warehouse date: 07 nov 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent spinal fusion (l5/s) for lumbar degenerative disease on (B)(6) 2025. When trialing the t-pal, it needs to be locked in a straight position to enter the intervertebral disc space, but the locking mechanism did not work. The t-pal in question was a consigned instrument, so the same product could be used for a long time. However, the surgeon stated that the reason it could not be used this time was possibly due to wear. The surgery was completed successfully within thirty minutes surgical delay. Patient was stable.